Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer's reported failure. The instrument conductor wire was inspected and was found to be broken at the weld. There was no thermal damage found at the wrist. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed smoking on the permanent cautery hook instrument. The procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the smoke was noticed when the cautery was making contact with the tissue and when energy was applied. However, the smoke was coming from the instrument and not the tissue. No arcing was noted but there was a small deformity noted toward the tip.